Event description:
This is filed to report the clip becoming caught in chordae and causing chordal damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. Due to suboptimal trajectory and diving too deep in the ventricle the clip became caught in the chordae. Imaging was also noted to be difficult. The clip was able to be removed via troubleshooting but a chordal rupture and new anterior leaflet flail was observed. The clip was then placed centrally on the largest mr jet and was stable, reducing mr to grade 2. An additional clip was not placed due to gradient concerns. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported poor image resolution was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.